Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device had not been helping their symptoms at all, later the patient stated the device was not working as well as it was. The patient noted they assumed their problem was their anatomy shifting inside of them, their healthcare provider thought their bladder had dropped. During the call, the patient was able to communicate with the ins and the patient stated the device was not on the program they thought it was and asked how it got changed. External device function was reviewed, and the patient was able to change programs and increase stimulation to where they could feel stimulation while on the call. The patient was redirected to their healthcare provider if their symptoms don¿t improve. No further complications were reported.